Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found a stain, that was a red/brown foreign material, attached to the bulb after opening the package. Therefore, the user exchanged the device for another and the procedure was completed with another bulb syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found a stain, that was a (B)(6) foreign material, attached to the bulb after opening the package. Therefore, the user exchanged the device for another and the procedure was completed with another bulb syringe.